Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that no insulin came out of the bd ultra-fine¿ pro pen needle during use. The following information was provided by the initial reporter: "patient has noticed several times that no insulin was coming out of her insulin pen."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that no insulin came out of the bd ultra-fine¿ pro pen needle during use. The following information was provided by the initial reporter: "patient has noticed several times that no insulin was coming out of her insulin pen."

Manufacturer narrative:
H6: investigation summary three photos of two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320561. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed on one sample no issues were observed with the second sample in the photos. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that no insulin came out of the bd ultra-fine¿ pro pen needle during use. The following information was provided by the initial reporter: "patient has noticed several times that no insulin was coming out of her insulin pen."